Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse performed a total service call and replaced the sample probe and sample dual resolution dilutor seals. The cse adjusted the wash spinner speed and ran a water test, which passed. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer. The hsc specialist could not determine the cause of the initial, falsely low hcg results. The hsc specialist stated that based on the expectation that hcg values double in early stages of pregnancy it is expected that the values would increase between the original draw and the new draw. The repeat results obtained from the original draw aligned with the results obtained from new draw from a later date. The cause of discordant, falsely low initial hcg results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
On (B)(6) 2016, discordant, falsely low human chorionic gonadotropin (hcg) results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were reported the physician(s), who questioned them. On (B)(6) 2016, the customer obtained new samples from each patient and tested them on the same instrument, which resulted higher than the initial results. It is unknown if the results obtained from the new samples were reported to the physician(s). The customer also repeated the original samples on the same instrument, which resulted higher than the initial results but lower than the results obtained from the new samples. The corrected results obtained by repeating the original samples were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg results.